Manufacturer narrative:
D4. Lot number, serial number, expiration date, primary UDI number and h4. Device manufactures are unknown. The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the physician attempted insertion using both short and long sheaths on the left side; however, both sheaths became kinked. The decision was made to proceed on the right side, where insertion was successfully completed.